Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The patient's doctor looked at a post op x-ray from a case on (B)(6) and found that the low profile hex screw went all the way through the trident ii cup. Update 28/december/2018: rep indicated device was not available for return because it is still in the patient.